Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 380 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that the battery compartment was neither damaged nor corroded. The customer stated that the battery cap was not missing or damaged. The customer called back after insulin pump reset and stated that the display was still blank. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to verify the activation anomaly or perform the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery test due to the blank display. The pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.